Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of ventricular output when the patient was in the recovery room. No serial number is available, therefore this MDR is being reported under the model only.